Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation the device exhibited noise and auto mode switch episodes were noted. Possible atrial lead noise was suspected. No other electrical anomalies were noted. Programming changes were made. The noise was not reproducible in clinic. The patient was stable.